Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 25 mg/dl (aviva) and 200s-range mg/dl (staff meter). Customer self-treated with orange juice with the reading of 25 mg/dl. Assisted living staff member arrived within 10 minutes and obtained the reading in the 200s range. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.